Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. Contralateral approached was obtained. The 90% stenosed target lesion was located in the superficial femoral artery. An unknown manufacturer's sheath and guide wire crossed the target lesion. A sterling, mr, 5.0 x 60/135 (4f) balloon catheter ruptured at 6 atm during an unknown inflation. The sterling balloon catheter was removed intact. The procedure was completed with another same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).